Manufacturer narrative:
Date of initial report : 05/16/2008. To date, the incident sample has not been received for eval. Further info and the sample have been requested. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report stated that during the use of radio frequency ablation used to pre-coagulate the resection line before resection, the pt's right leg had an "l" shaped pad site burn and the left leg had a straight 4 inch pad site burn on the inside of the legs which corresponds to the edge of the grounding pads. Four pt return electrode pads were used. They were not overlapping and not touching. The burns were treated with ointment and a bandage. The total ablation time was approx 1 hr.